Event description:
The treatment center reported that the patient's neurostimulator was exposed and infected. On (B)(6) 2025, the surgeon explanted the neurostimulator, ferrule tray and screws. The leads remain implanted. A shunt tube was placed around the leads to protect them, a dog bone was used to secure them to the skull. Cultures were also taken and were positive for several bacterial strains.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.